Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer report via phone call that they had high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer reported they received insulin flow block alarm. The issue was resolved by changing the complete set. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.